Event description:
A user facility reported to olympus that the image disappeared temporarily. The problem, as reported to olympus, occurred during a laparoscopic inguinal hernia repair procedure. The intended procedure was completed after a delay, characterized by the reporter as slight. There was no adverse health effect to the patient attributed to the delay and there was no patient injury, associated with the event, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a cable failure. In addition, the evaluation found an error e222 and color bar were displayed due to the faulty cable and the rear cover label was noted fading. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the faulty cable (causing the e222 and intermittent image phenomena) could not be identified. Olympus will continue to monitor field performance for this device.